Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the attachment device was not holding the k-wire. The event was not reported to have occurred during surgery. It was reported not reported if there was a delay due to the event. It was reported that there was an unspecified spare device available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the k-wire attachment was not holding the wire was confirmed. An assessment was performed and found that the device will not hold 0.6mm k-wire properly. It was determined that the clamps were damaged and the o-rings and bearings were worn. The assignable root cause was determined to be due to component wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.